Event description:
It was reported, a high temperature error occurred due to a handle leak on the catheter. When priming flow was initiated, the handle leaked and decreased flow was noted at the tip of the catheter.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. The saline then enters the catheter connector in the handle which creates a wire short that causes the reported error message. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).